Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and compromised force sensor system alarm. The compromised force sensor system test is at 2.5 pounds during prime due to moisture damage inside the faulty force sensor. The insulin pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. The insulin pump had stripped battery cap at point slot area, cracked battery tube threads, cracked reservoir tube lip and minor scratches at lcd window. (B)(4)

Event description:
Customer called in regards to donation process and agreed to return the insulin pump for analysis.